Event description:
It was reported that the balloon catheter leaked during the procedure. There were no reported clinical consequences to the patient.

Manufacturer narrative:
Manufacturing date ¿ added. Device evaluated by mfg ¿updated. Summary attached - updated. Expiration date - added. Product available to stryker ¿ updated. Returned to manufacturer on ¿updated. The device history record review confirms that the device met all material, assembly and performance specifications. Visual inspection revealed that the proximal shaft was kinked at 1.0cm from its proximal end. No anomalies were observed with the balloon section. The device was examined under magnification and the shaft of the inflation port appeared to have a hole. A .014" guidewire was inserted into the guidewire lumen and during pressurizing, water was leaking out of the guidewire port. The inner shaft under the hub appeared to be perforated, which was causing the leak. The device would not stay inflated due to the inner leak under the hub's inflation port. During functional evaluation, a demonstration 0.014 inch guidewire was introduced and advanced through the catheter proximal end with some friction. During inflation testing, water was leaking through the guidewire port from opening in the inflation port and the balloon would not inflate normally. The reported event of balloon leak was not confirmed. No anomalies were observed with the balloon section of the device during analysis. However, under magnification it was found that the inner shaft under the hub inflation port appeared to be perforated, causing the reported and analyzed leak. It is possible the guidewire was inserted into the wrong port and punctured the inflation shaft during preparation, but this cannot be conclusively determined since the guidewire used during the procedure was not returned for analysis. Further review of the reported event indicated that the reported balloon leak occurred outside the patient during preparation for the procedure and procedure was completed using a new balloon catheter. The manufacturer has reviewed all information and determined this event no longer meets the requirement of the reportable event for the device in question.

Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that the balloon catheter leaked during the procedure. There were no reported clinical consequences to the patient.